Event description:
The lay reporter/family member contacted life scan (lfs) in 2005 alleging high reading on the lfs meter. About four to five days earlier the pt experienced hypoglycemia and was admitted in the hosp. At 5:00 am pt experienced symptoms of hypoglycemia; therefore, he tested his blood glucose and rec'd a reading of 131 mg/dl. He went back to sleep and his family member had woken him up around 6:30-6:45 am. The pt went downstairs into the kitchen where he collapsed. He hit his head on the "cooker" and suffered a concussion. Since the pt was shaking, the family member did not test his blood glucose and contacted the paramedics. A physician arrived at the pt's home and treated him with a glucose injection. The pt was then taken to the hosp where his blood glucose was 117 mg/dl. While his stay in the hosp his family member compared his meter to the lab; however, the family member does not recall the blood glucose readings on the lab or the meter. The family member did not have testing supplies with her to troubleshoot with the customer care agent (cca). It is unknown if the pt had performed a control solution test to check the system. The meter was in the correct unit of measurement (uom). It would have been helpful to know the pt's diabets regimen, the readings prior to the incident, the pt's diagnosis in the hospital and the compariosn results on the meter and the lab. The complaint is being reported as an adverse event since the pt reportedly experinced symptoms of hypoglycemia; however, the lfs meter reading of 131 mg/dl did not indicate hypoglycemia. The pt alleged that he had to go the hosp due to the meter and rec'd treatment.